Event description:
Information received from the field notes that the patient presented for a routine follow-up with reports of syncopal episodes. R-wave measurements were about 1 mv and p-waves were about 1.5 mv. A ventricular sensitivity of 1 mv caused over-pacing and/or fusion. The physician elected to replace the lead.